Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference report: 1627487-2011-04497. The pt received his scs system on (B)(6) 2010, including two leads (with different lot numbers). It was reported the pt had been reprogrammed, but was unable to resolve stimulation in his stomach area. The physician replaced the leads on (B)(6) 2011. It was reported the pt was programmed postoperative, and the issue had resolved.